Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2012, at 9:30am he obtained blood glucose readings of "280mg/dl" with the subject meter and "75mg/dl" with the aviva meter, performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the reading. According to the csr's documentation, approximately four minutes after obtaining the reported blood glucose readings, the patient claimed he felt low (specifying symptoms of sweating and tingling on the nose) and after the onset of her symptoms, the patient reportedly drank orange juice as self-treatment. The patient denied testing his blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012, with the following findings: the meter and test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.